Manufacturer narrative:
Additional information: the user facility medwatch report ((B)(4)) was received via postal mail on 27 nov 2017.

Event description:
A user facility medwatch report ((B)(4)) was received via postal mail on 27 nov 2017. The event has already been reported under MFR 3010617000-2017-00837. The following additional information was provided on the user facility medwatch report. "Red attachment to side of catheter was detached at proximal attachment when the catheter was removed from the patient. The device did not do what it was supposed to do."

Manufacturer narrative:
A visual inspection of the returned catheter was performed. The proximal end of the serpentine balloon was observed to be detached from the shaft but fully intact. Based on the condition of the returned device, further testing including but not limited to, leak, lumen and cross talk testing could not be performed. The solex 7 catheter in the subclavian vein was in place for 9 days. On the 9th day, a second solex 7 catheter was placed on the left subclavian vein without removing the catheter that was placed in the right subclavian vein. The distal tip of both inserted solex 7 catheter reside in the superior vena cava (svc); therefore, the possibility of balloon entanglement is high. The solex 7 catheter was kept inside the patient longer than the recommended dwell time. Solex 7 intravascular heat exchange catheter premium access kit instructions for use states that "in fever reduction, as an adjunct to other antipyretic therapy, in adult patients with cerebral infraction and intracerebral hemorrhage who require access to the central venous circulation and who are intubated and sedated. (Maximum use period: 7 days) historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex catheter lot # 71881.

Event description:
Patient was admitted to the ICU and it was determined that intravascular temperature management was needed for fever control. A zoll solex 7 catheter was inserted into the right subclavian vein on (B)(6) 2017. On the evening of (B)(6) 2017, nine days after the insertion of the first solex 7 catheter, a second solex 7 catheter was inserted into the left subclavian vein (opposite side of the original site), as the patient still needed temperature management. The left subclavian vein solex 7 catheter was inserted while the right subclavian vein solex 7 catheter was still in place. The physician ordered the solex 7 catheter in the right subclavian vein to be removed, as there was now a new solex 7 catheter placed in the left subclavian vein. During the attending nurse's first attempt to remove the solex 7 catheter, she felt a lot of resistance when she began to pull. Once she felt the resistance, she stopped pulling. She reported following zoll's instructions for use by utilizing the 20ml slip tip syringe to deflate the balloons prior to removal of the catheter. The attending nurse then called her clinical coordinator for assistance with removal. It was reported that they repositioned the patient before attempting to remove the catheter a second time, hoping it would reduce resistance; however, the clinical coordinator felt the same level of resistance as the attending nurse did and stopped pulling. It was reported that the clinical coordinator also followed zoll's instructions for use and utilized the 20ml slip tip syringe to deflate the balloons prior to attempting to remove the catheter. On the third attempt to remove the catheter, the attending nurse stood at the head of the bed for removal. The removal was smooth and the balloons were noted to be detached from the catheter. No additional complications were reported. The nurse reported that this level of resistance when attempting to remove the solex catheter is something they experience on a regular basis. She reported this being a common complaint from the nursing staff to the physicians, herself included."